Manufacturer narrative:
Investigation: ¿ 10 retained samples were examined, revealing gel coating on the tips and eyelets. Once rinsed, the samples appeared smooth, with no abnormalities detected. ¿ a previous complaint from january 10, 2025, regarding rough eyelets was considered, leading investigators to focus on the tip production process. ¿ the 5m1e method was applied, covering personnel, machinery, materials, methods, environment, and measurements. ¿ personnel were adequately trained, equipment functioned correctly, and production methods followed official guidelines. ¿ both in-process and final inspections found no abnormalities. Findings: no defects were found in the retained samples, and since no physical products or related photos were received, the cause of the issue could not be determined. Root cause: due to the lack of physical evidence, the investigation was inconclusive, and the root cause could not be identified. Corrective action: as the root cause remains unknown, no corrective or preventive measures were implemented. However, quality monitoring will continue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: · 10 retained samples were examined, revealing gel coating on the tips and eyelets. Once rinsed, the samples appeared smooth, with no abnormalities detected. · a previous complaint from january 10, 2025, regarding rough eyelets was considered, leading investigators to focus on the tip production process. · the 5m1e method was applied, covering personnel, machinery, materials, methods, environment, and measurements. · personnel were adequately trained, equipment functioned correctly, and production methods followed official guidelines. · both in-process and final inspections found no abnormalities. Findings: no defects were found in the retained samples, and since no physical products or related photos were received, the cause of the issue could not be determined. Root cause: due to the lack of physical evidence, the investigation was inconclusive, and the root cause could not be identified. Corrective action: as the root cause remains unknown, no corrective or preventive measures were implemented. However, quality monitoring will continue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Event description:
End user states "there are areas on the catheter near and/ or on pointed coude tip that are scratching him with use as they do not feel smooth as he is used to with this product." He states "it is in the beginning part, not sure where." He said "he ran his fingers along it after removal of ones like this and felt the defect but couldn't see it. He always places the catheter in with the coude tip upwards correctly. Could not provide any further details at this time. He said he can feel this defect more so in his urethra right at the beginning on entry or sometimes even a little further in, no more than the first 3 inches in. When this defect is felt, he will not continue to use the catheter to drain his bladder, removes it and just gets a new one that does not have the issue. He has not had any bleeding with this issue. He said the pain goes away quickly without intervention."

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.